Event description:
Major pump unit(s) involved: blood pump.specific component(s) involved: other component malfunction, specify.

Event description:
Major pump unit(s) involved: blood pumpadditional text: thoratec pvad lvad 12464specific component(s) involved: other component malfunction, specifyadditional text:other component: blood pump - thoratec pvad lvad 12464causative or contributing factor: patient noncompliance in device maintenance and protection; patient error in caring for systemother cause:intervention(s): replacement of pumpother intervention :implant device type: lvadmalfunction device type: